Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during drain 5 of 5 of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp had disconnected from, and reconnected to, the setup during dwell. The hp did not press stop when disconnecting. The technical service representative (tsr) assisted the hp in clearing the alarm and removing the cassette. The tsr also reviewed proper procedures, per the user manual, with the hp. The hp planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, an improper disconnection from the setup was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.